Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro 2 device came apart during the case. The full piece was removed from the patient's leg and a replacement device was used to complete the procedure. Secondly, when the cannula was removed from the btt port, the balloon popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.